Event description:
It was reported, a 6f angio-seal sts vascular closure device was deployed in the right remoral artery following a percutaneous transluminal cardiac angioplasty. A pre-insertion angiogram was performed. Hemostasis was achieved. The patient was reported to be large in size and struggled to transfer from the lab table to a cart. Approximately 15 minutes later, the patient complained of a tender abdomen, was pale and clammy. The blood pressure dropped. There was no visible bleeding, however manual pressure was applied to the groin. The patient was stabilized enough to undergo a CT scan. The CT scan revealed retroperitoneal bleeding. A surgical consultation was obtained. The patient was transfused with 4 units of blood and hemostasis was achieved without surgical intervention. Patient is reportedly recovering.

Manufacturer narrative:
A product was not returned for analysis. A search of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the retroperitoneal bleeding could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.